Event description:
It was reported that high lead impedance and high capture thresholds were observed. Noise was reproducible with isometrics, arm positioning and pocket manipulation. Recommended a chest x-ray to check for lead degradation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.